Event description:
It was reported that the patient underwent a revision surgery due to dislodged tray from the stem.

Manufacturer narrative:
Correction h6 results: the reported event could be confirmed. The devices were not returned but evidences were provided, based on provided images and reported data, which match the alleged failure. Indeed, since post-operative x-rays/images were provided, the opinion of the medical expert was requested and stated: "this imaging shows the aequalis ascend flex with a disassembly of the humeral tray together with its pe-liner. The disassembled tray and insert are not in normal alignment with the glenosphere anymore ("glenoid/humeral dislocation also observed due to the humeral components disassembly" and "the humerus is positioned more superiorly than it should be due to the dislocation, and is attributable to the humeral components disassembly"). The glenoid baseplate is attached to a bone block that is integrated into the native glenoid (bone graft augmentation of the native glenoid). The position of the glenoid device (baseplate, 4 screws [one hidden behind the central post] and glenosphere) is good". The humeral tray disassembly from the stem in post-operative could be confirmed. Unfortunately, no immediate post-operative surgery images were provided for investigation to check if the tray was indeed correctly seated into the stem immediately after surgery. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the devices are returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a revision surgery due to dislodged tray from the stem.